Manufacturer narrative:
Due diligence attempts have been made to obtain the status of the explanted device for return. At this time, the device has not been provided. The device history record (DHR) review was completed and there were two non-conformances found related to this serial number. However, the valve was re-worked to completion, passing all inspections. Thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots on the device/graft. There may be cases of incidental finding by imaging (CT scan) of thicken leaflets (halt) when the patient will benefit from a close follow-up and may be treated with oral anticoagulant. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as the device status is unknown at this time. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through the implant patient registry that a 21mm 11500a aortic valve, was explanted after an implant duration of two (2) years, eight (8) months due to thrombus, calcification and stenosis. The patient presented with shortness of breath. The explanted valve was replaced with a 21mm 3300tfx valve. The patient was taken to recovery post procedure. Per the medical records, the patient was being worked up for endocarditis vs thrombosis due to tee showing large mobile density, thickened leaflet, restricted motion, and moderate to severe aortic valve stenosis. Intraoperative tee revealed noncoronary cusp calcified with adjacent mass extended into aorta. Surgeon noted organized fibrous clot originating from non-coronary sinus. The 11500a aortic valve was removed and replaced with a 21mm 3300tfx valve. The patient was weaned from cardiopulmonary bypass without difficulty. Tee showed well seated valve and functioning well without perivalvular leak or aortic insufficiency. The patient was transferred to the ICU in critical but stable condition. Per mycology and pathology, fibrin clot and explanted aortic valve tested positive for numerous yeast or fungal organisms and sent out for further identification. Explanted aortic valve covered by tan, soft rubbery tissue partially covered by pink-tan, soft friable material. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.